Event description:
It was reported that the hcp was unable to aspirate or refill the pump reservoir at refill. Several maneuvers including confirmation of proper needle placement by xray were performed to release the valve without success. The pump contained dilaudid 4 mg/ml; bupivicaine 6.8%; clonidine 400 mcg/ml; morphine 20 mg/ml. The patient experienced increased pain and was prescribed oral medications. A motor stall dated 2008 did not recover within 6 hours. Per the hcp: "patient has other health complications unrelated to the pump which are delaying explanation of failed device. Replacing the pump is an option, but has not been decided at this time".